Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reports to have received a battery out limit alarm, failed battery alarms and bad battery. Customer's blood glucose was 219 mg/dl. During troubleshooting, alarm history showed a motor error alarm and no delivery alarm. During troubleshooting, it was found that customer was not exposed to magnetic field or MRI, customer does wear a pace maker. Customer does not use sensor features. Customer is able to complete rewind sequence. Customer states he was able to clear no delivery alarm with complete set change. After troubleshooting, customer was advised that insulin pump would need to be replaced due to motor error alarm. No further information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.